Manufacturer narrative:
Age/date of birth: unknown/not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after insertion of an intraocular lens (iol) in the patient's left eye, debris was observed on the lens. The lens was removed and replaced in the same procedure. The patient has recovered. No further information was available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 8/10/2020 device returned to manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed a detached haptic, what appeared to be viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Furthermore, a fiber was observed on the optic body of the lens half with the detached haptic, which may have been the ¿debris on lens¿ described by the customer. The lens and foreign material were forwarded to eag laboratories for foreign matter analysis. The lens was sent to eag laboratories for further analysis of what appeared to be a fiber on the optic body, which may have been the "debris on lens" as described by the customer. Ftir analysis indicates that the foreign material is a mixture of a cellulosic material (e.g. Cotton, rayon, lint) and an inorganic carbonate similar to calcium carbonate. The complaint issue was confirmed, however due to the low correlation (correlation less than 0.90000) between the foreign material and the añasco manufacturing process ftir library it cannot be confirmed if the issue is related to handling or manufacturing, because añasco has manufacturing controls in place to prevent the release of product with foreign material on it, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed two other complaints were received under this production order; however, these complaint issues are unrelated; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.